Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their gums bleed from the aligners, the aligners hurt and cause loose teeth. Their dentist does not believe in the byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.